Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The workstation was opened to collect image , but no images were displayed on the bronchoscope screen. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Correction information: d4: unique identifier (UDI) g6: follow up #1 h2: if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result. D8:was this device serviced by a third party? H4: device manufacture date. Evaluation summary: it was determined that the image defect occurred because the forceps channel was perforated when the treatment instrument was inserted, and moisture entered the device through the hole. The scope was repaired by the third party and returned to the hospital.